Event description:
It was reported that intraoperatively, after the endotracheal tube was inserted and secured, the medical staff attempted to inflate the cuff to seal the airway using the standard method. It was discovered that the cuff could not maintain pressure after inflation,as the pressure dropped rapidly, or auscultation revealed significant air leakage sounds in the patient¿s throat, indicating a cuff leak. Due to the leak, the airway could not be effectively sealed, resulting in significant gas leakage during positive pressure ventilation, with the ventilator continuously alarming for insufficient tidal volume or low minute ventilation. It was also mentioned that during spontaneous breathing, the inability to properly seal the airway prevented the expected relief of the patient¿s shortness of breath symptoms. After the inability to resolve the issue by reinflating the cuff, the decision was made to replace the artificial airway. Under bronchoscope guidance, the leaking tube was carefully removed and was replaced with a different brand and model of tube. The new tube was securely fixed, and the ventilator or oxygen therapy device was reconnected.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device 9465e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.